Manufacturer narrative:
The device has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a history/settings (diabetes management inaccurate delivery) issue. The basal delivery totals in total daily dose did not match due to the basal edit screen being accessed, and the customer making changes to the basal program. The basal history matched the active basal program settings. The bolus totals matched and all boluses were recorded as programmed. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because there was an issue with the pump not performing as intended with regards to the history or the settings may result in over or under delivery.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 06-dec-2017 with the following findings: during investigation, the black box shows a unexplained loss of prime followed by a por on (B)(6) 2017 at 06:47; insulin deliveries resumed (B)(6) 2017 at 20:05. The last basal delivery was on (B)(6) 2017. The last bolus delivery was a 1.0u normal bolus on (B)(6) 2017 at 20:40. Pump was exercised for 24 hrs with a 2.0 u/hr basal rate; at end testing the basal history correctly showed 2.0 u and tdd showed 48.0 u. The tdd¿s add up correctly and reflect the users programmed basal rates. Pump passed delivery accuracy testing with no delivery defects found. Pump found to be delivering within required range and delivering accurately. No eaw¿s or delivery interruptions occurred during the testing. Unable to duplicate the complaint. Unrelated to the original complaint, battery compartment is cracked above and below the bumper pad.